Manufacturer narrative:
### A supplemental report is being submitted for investigation completion. Product event summary: drivelines associated with unknown pump serial numbers were not returned for evaluation. Also, controllers, batteries, controller ac adapters and monitors with unknown serial numbers were not returned for evaluation. Log file analysis could not be performed on the devices since log files covering the reported event date were not available for analysis. There is insufficient information regarding reported battery malfunctions and controller ac adapter and monitor ¿failures.¿ as a result, the reported events from the article could not be confirmed. The most likely root cause of reported driveline cable damage may be attributed to improper handling and/or wear over time. Based on applicable risk documentation, a possible root cause of the reported poor mechanical connection events can be attributed, but not limited, to contamination by foreign material of the driveline connectors or marginal driveline connections. A possible root cause of reported controller electrical faults event can be attributed, but not limited, to driveline cable damage, marginal driveline connections, and/or contamination by foreign material of the driveline connectors. Additional products: d1: heartware ventricular assist system ¿ controller d4: model #: unk/ catalog #: unk / expiration date: unk / serial#: unk h6: method codes: 4114 h6: FDA results codes: 3221 h6: FDA conclusion codes: 67 d1: heartware ventricular assist system ¿ battery d4: model #: unk/ catalog #: unk / expiration date: unk / serial#: unk h6: method codes: 4114 h6: FDA results codes: 3221 h6: FDA conclusion codes: 67 d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: unk/ catalog #: unk / expiration date: unk / serial#: unk h6: method codes: 4114 h6: FDA results codes: 3221 h6: FDA conclusion codes: 67 d1: heartware ventricular assist system ¿ monitor d4: model #: unk/ catalog #: unk / expiration date: unk / serial#: unk h6: method codes: 4114 h6: FDA results codes: 3221 h6: FDA conclusion codes: 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific de vice information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/61 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and, upon receipt, a supplemental report will be submitted accordingly. Referenced article: cardiac computed tomography improves the identification of cardiomechanical complications among patients with suspected left ventricular assist device malfunction. Journal of cardiovascular computed tomography, may-june 2021;15(3):260-267. Doi: 10.1016/j.jcct.2020.08.008. Pmid: 32891544. Additional products: heartware ventricular assist system ¿ controller, model #: unk/ catalog #: unk / expiration date: unk / serial#: unk, UDI #: asku, device available for evaluation: no, mfg date: unk, labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: unk/ catalog #: unk / expiration date: unk / serial#: unk, UDI #: asku, device available for evaluation: no, mfg date: unk, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ controller ac adapter, model #: unk/ catalog #: unk / expiration date: unk / serial#: unk, UDI #: asku, device available for evaluation: no, mfg date: unk, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ monitor, model #: unk/ catalog #: unk / expiration date: unk / serial#: unk, UDI #: asku, device available for evaluation: no, mfg date: unk, labeled for single use: no, (B)(4). Additional information has been requested regarding the cause of the events, device serial numbers and patient demographic data, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed the use of cardiac computed tomography (cct) to better determine the presence of left vad (lvad) complications and device malfunctions. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. It was reported that device malfunctions occurred, which included electrical controller/battery failures, faulty driveline connections, driveline fractures/dysfunctions and uncharacterized failures of adapters and monitors. The drivelines, controllers, batteries, adapters and monitors remain in use.